Event description:
It was reported the pt is experiencing ineffective stimulation. The pt's physician indicated they are not satisfied with the positioning of the pt's lead. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.